Event description:
It was reported that during an atherectomy procedure in the proximal lad, the nosecone was observed to separate after 6 cuts. The catheter was withdrawn, but the nosecone remained on the guide wire in the lad. An exchange catheter was used to push the nosecone to a stenosis in the mid lad; the restriction in the vessel was used to hold the nosecone in place while a dilatation catheter was passed through the nosecone tip. The dilatation catheter was inflated distal to the nosecone and deflated, and then the entire system was removed as a unit. Multiple vessel injury (dissection) was observed after removal of the device, and it was treated by deploying two add'l stents. The first diagonal branch was partially occluded after deployment of the add'l stents (another company's devices); some flow was observed between the stent coils. The pt had ventricular fibrillation and had to be resuscitated. The pt is reported to be doing fine as of the date of this report.